Event description:
The nurse reported that the home patient (hp) was carrying her homechoice (hc) machine when she dropped it and broke her leg. The hp was in the hospital and is being treated for the broken leg. The hp would like to get the hc replaced before she gets released. The baxter technical service representative arranged for the replacement machine. The nurse called back and stated the patient was out of the hospital and was doing okay.

Manufacturer narrative:
(B)(4). Correction: upon further review of the labeling for this product, the labeling was found to be sufficient regarding the use/user error that occurred that may have led to the reported incident. It states in the warnings and cautions that in order to prevent the cycler from falling, place it on a sturdy, stable nightstand or table large enough to hold the cycler and the solution bags. Falling can damage the cycler or cause personal injury. A follow up call was made to the patient's nurse who stated the patient was carrying this device down the stairs when the injury occurred; the labeling instructions were reviewed with the nurse during this call.

Manufacturer narrative:
(B)(4). The cause for the device damage was that the customer dropped the machine. A labeling review was performed and this review finds that there are no instructions regarding how to carry the device. Home choice rite functional testing & home choice electrical leakage performed and passed. Internal & external visual inspections performed revealed damage to the base and cover of the device. A review of (B)(4) revealed the previous swap was unrelated. A service history review was performed of the previous service record, (B)(6) 2009, shows the device passed all required tests and calibrations prior to its release. The device has not been previously returned for any issues related to the reported problem. A trend review was performed. A trend was completed and no abnormal trend was identified.

Event description:
Asr revision recommended.

Manufacturer narrative:
(B)(4). The device has been received, but the evaluation has not yet begun. A follow up report will be submitted when additional information is received.